Event description:
It was reported that during a colon anastomosis, the staple would not fire in the designated slot when the first clamp was used, rendering the clamp unusable. Upon attempting to use a second device from the same box and batch, the same issue occurred. The third device from the same box and batch functioned properly, and the surgeon was satisfied. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: trieea28mt, cir stplr trieea28mt medthk wt (lot#: p5f0913). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.